Event description:
Bovie machine turned up because it wasn't working. Discovered that pad had slid off pt and was not making contact. Second pad tried with same results. Pt sustained 2 inch long blackened area.